Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-11460 and 2134265-2016-11461. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a pullback sled to view the target lesion. During the procedure, motordrive overload error message occurred. The physician initiated the automatic pullback; however, after few seconds, the automatic pullback stopped. The physician tried to use manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device passed the mdu5 plus basic functional test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-11460 and 2134265-2016-11461. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a pullback sled to view the target lesion. During the procedure, motordrive overload error message occurred. The physician initiated the automatic pullback; however, after few seconds, the automatic pullback stopped. The physician tried to use manual pullback. No patient complications were reported.